Event description:
It was reported that noise was observed on segms. Increased lead impedance was also observed. Lead fracture suspected. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found a fracture of the low voltage conductor and one svc conductor at 25.5cm from the connector pin, at the same location as the suture sleeve tie down. This damage is consistent with the complaint reported from the field.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.